Event description:
The facility reported a pump with failure code 570. This failure code occurred during pt use, but it is unknown at which step in the process it occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact information is available.